Event description:
Obtained results of 434mg/dl, 72mg/dl, 67mg/dl, 65mg/dl, and 63mg/dl within 5 minutes on the same device. No adverse event reported and no treatment received. In a later conversation with the customer, she stated that she did not remember getting the 434mg/dl result. No quality control were used. Requested return of suspect device and replacement was sent.